Event description:
A malfunction alarm identified as malf 12 due to a momentary power loss to the vibrator motor was reported. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue returned.